Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose in the mid-50s and device alerts occurring; the user had been announcing meals late and overtreating lows, and was advised on proper protocol with clinical follow-up arranged. Symptoms included low blood glucose. Outcomes included self-treatment with fast-acting carbohydrates without the need for outside assistance or medical intervention. Investigation included customer support review, clinical education, and troubleshooting with training focused on gentle treatment of lows, avoiding manual pauses, and consistent meal announcements to enable adaptation. Investigation of this case revealed no device malfunction and suggested user-related factors such as delayed meal announcements and overtreatment contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.